Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a male patient experienced groin pain on his right side, with vigorous activity.

Manufacturer narrative:
Review of device history records found no related deviations or anomalies. Complaint history found no other complaints for this part and lot combination. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Radiographs of right hip reveals no movement of the prosthesis or wear of the polyethylene. Medical records indicate the patient was encouraged to bring bmi down both pre- and post-operatively; however, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced groin pain on his right side with vigorous activity. The patient was advised to bring bmi down to 25 prior to and after procedure. No revision has been reported to date. Attempts have been made and additional information is unavailable.